Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal to distal right coronary artery. The 3.00x20mm taxus liberte stent was unable to cross the lesion. It was removed and it was noted that the distal portion of the stent was lifted. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).